Manufacturer narrative:
(B)(4). Date sent: 11/19/2020, batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, and the following was received: what at type of stoma was created? What other devices were used in the procedure? How was it confirmed that the retaining pin was in place prior to firing? Was the tissue retaining pin placed automatically or manually? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Current patient status? Response: for all the questions requested no further information is available as the information is unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, stapler did not form the staples. After triggering the device, the staples were completely open. There was a delay in the surgery time - ap system. Surgery was delayed, patient received anus prater. No prolonged hospital stay reported. This was the first firing of the device. Fired on bowel. Procedure: gynecological and surgical resection in small pelvis. Gynecological tumors.

Manufacturer narrative:
Pc-(B)(4). Date sent: 12/10/2020 batch # u5c14c. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.